Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb failed to ignite. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; light cable/scope disconnect; light cable/jaw interaction; bulb access door cycling. All tests were successful. The product was subjected to burn-in testing. An e-1 error occurred during the testing. Measurements were taken on the lumen output and bulb voltage. Both measurements were within their respective specifications. The root cause of the reported failure was traced to a defective ballast. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.